Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported mechanical issue (clip open while establishing final arm angle) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle (faa). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. During preparation of the mitraclip xtr clip delivery system (cds), the clip opened while attempting to establish the final arm angle (faa). A second attempt was made, and the clip remained closed. The cds was advanced to the mitral valve. During deployment, the lock was tested again, but did not hold sufficiently. The clip was not implanted and the cds was removed. A new xtr cds was used to successfully complete the procedure. One clip was implanted, reducing he mr to 1+. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.